Event description:
Additional information received stating that the event occurred intra-operative, and the red ports on the bluetooth pod were defective and the procedure was completed with other nim system.

Manufacturer narrative:
H3: product analysis found that the sdsc card was faulty and had intermittent failure for self test and slow re-boot power cycle. H6: previously applied codes of annex b: b17, annex c: c20 and annex d: d16 are no longer applicable. Continuation of d10: other relevant device(s) are: model number: nim4cpb1 and serial number: (B)(6). H3: device analysis for model number: nim4cpb1 and serial number: (B)(6). Device analysis did not confirm the reported issue. However, an intermittent issue was identified where the negative (-ve) pin for channel 2 was slightly loose and failing intermittently. Further inspection revealed that two additional pins on the afe board were also loose. H6: previously applied additional code of imdrf annex g: g02005 and g02030 are no longer applicable. Additional code of imdrf annex g: g0403401, imdrf codes of annex d: d20 and d1102 and annex c: c07 are applicable to model number: nim4cpb1 and serial number: p2026244. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model number: nim4cpb1 and serial number: unknown. H6: codes of fdm b21 and fdr c21 are applicable to model number: nim4cpb1 and serial number: unknown. Additional code of img g02005 is applicable to model number: nim4cpb1 and serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim system had defective port and was working intermittently on/off. There was no patient impact.